Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejecting the new batteries and insulin squirted out during priming instead of dripping, sometimes they had to press multiple times to make it work as well as louder during rewind. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.